Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The customer alleged the pump is over-delivering (unexplained boluses showing on pump daily history) causing low bgs on (B)(6) 2023. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08715 inches. Successfully downloaded the trace and history files using thus and carelink upload was successful. No over-delivery anomaly was noted during testing. A review of the pump history and carelink files show on (B)(6) 2023 there were two (2) bolus wizard deliveries (programmed and delivered), on (B)(6) 2023 there were three (3) bolus wizard deliveries (programmed and delivered), and on (B)(6) 2023 (event date) there was one (1) bolus wizard and three (3) manual bolus deliveries (programmed and delivered). Per mark freger (r&d software engineering) all boluses that were delivered were programmed by the user. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, display window cover damaged, serial number label slightly stained, and pillowing keypad overlay. The pump passed all functional testing and the unexplained boluses showing on the pump's daily history anomaly is not confirmed. All boluses delivered between (B)(6) 2023 were programmed by the user. Over-delivery and low bg anomalies are not confirmed. Please see below for the following programmed bolus deliveries from (B)(6) 2023 (event date): (B)(6) 2023 12:12:43.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 11 bolus amount delivered = 11. (B)(6) 2023 17:36:45.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 22.6 bolus amount delivered = 22.6. (B)(6) 2023 11:05:16.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 14.1 bolus amount delivered = 14.1. (B)(6) 2023 13:04:36.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 25 bolus amount delivered = 25. (B)(6) 2023 18:27:13.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 19.35 bolus amount delivered = 19.35. (B)(6) 2023 01:37:36.000 normal bolus delivered bolus programming method = bolus wizard normal bolus a mount programmed = 24 bolus amount delivered = 24. (B)(6) 2023 11:44:02.000 normal bolus delivered bolus programming method = manual bolus normal bolus amount programmed = 2.6 bolus amount delivered = 2.6. (B)(6) 2023 12:31:08.000 normal bolus delivered bolus programming method = manual bolus normal bolus amount programmed = 24.375 bolus amount delivered = 24.375. (B)(6) 2023 17:14:35.000 normal bolus delivered bolus programming method = manual bolus normal bolus amount programmed = 10.875 bolus amount delivered = 10.875. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported over-delivery of insulin and experiencing low blood glucose. The customer was treated with food. Troubleshooting was performed and it was found that the customer alleges that the pump was over-delivering. No further complication requiring medical intervention was reported. The customer will discontinue the use of the insulin pump. The pump will be returned for analysis.

Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.